Event description:
Radiologist was performing a breast biopsy on the patient. He was able to obtain 2 adequate samples. After retrieving the 2nd sample from the device, the device handle would not close and set to retrieve additional samples. Another device was opened and the biopsy continued.